Event description:
It was reported that the catheter balloon was difficult to deflate. The balloon passively deflated, but it took more time than it should.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. The catheter's balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon was unable to fully passively deflate. With what solution remained in the balloon, it could be easily seen that the inflation notch was not centered on the balloon (see markings on catheter in evaluation photos). The balloon was dissected to measure the tip to middle of notch distance. This measured to be 1.3460" which was found to be out of specification. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be balloon not centered on inflation notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. The balloon passively deflated, but it took more time than it should.